Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All button functioned properly. No button error alarm noted during testing. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.